Event description:
Medtronic received a report that the coil encountered resistance in the microcatheter distal tip and could not be detached. The patient was undergoing surgery for treatment of gi varices it was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the coil came out of microcatheter, but the end of coil got stuck in the microcatheter tip. The coil would not detach even when the hbi was broken. Removed catheter and coil, and the account stated it was very hard to pull the coil off of the microcatheter tip. Gel foam was used prior to the coil being inserted, but physician says the microcatheter was moving easily and didn't feel the gel foam resulted in the issue. It was noted that the end of coil resembled a bentson wire if you took the tip off. The physician attempted to detach with the instant detacher 3 times and did not try with another detacher. There was one attempt at manual detachment. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed by inserting a new microcatheter. The coil came out of the introducer sheath smoothly. The catheter used was a 2.4f merit maestro. It was noted that the event wasn't a detacher issue. The detacher wouldn't detach the caught coil. Issues prior to coil non-detachment was that the coil was stuck in the microcatheter. Detachment was only tried to see if it would release. There was no damage observed to the pushwire after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.